Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The initial test produced a negative result and the follow-up test produced a positive result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer stated that he had taken the first test this morning and got a negative result but there are two lines on the test stick so he then took the second test an hour later and got a positive result." (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). (B)(4). Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿first test was negative, second test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received discrepant results. The initial test produced a negative result and the follow-up test produced a positive result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer stated that he had taken the first test this morning and got a negative result but there are two lines on the test stick so he then took the second test an hour later and got a positive result." (B)(4).